Event description:
Upon esophagogastroduodenoscopy, pt was found to have esophageal varicies. A speedband superview super 7 banding device was utilized. The physician felt it left an abrasion in the pt's esophagus. This did not require medical intervention.